Event description:
The plaintiff's attorney alleged that the patient experienced a cardiovascular event in (B)(6) 2012, after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) reported on the same patient involving two separate products; associated with mdrs # 1225714-2014-01065 and 1225714-2014-01066.